Event description:
A dreamstation 2 advance auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and device was turning on and off constantly, button not working, inlet/outlet seal with contamination, blower box with contamination. Air outlet port with contamination. Pca was damaged, traces of burn. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.